Manufacturer narrative:
Patient¿s date of birth/age and weight are unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a dynamic hip screw (dhs) procedure performed on (B)(6) 2018, a surgeon hit with hammer while impacting implant. No adverse event to patient and no delay to procedure reported. No other information reported. During manufacturer preliminary analysis of the returned device, it was identified that the returned dhs impactor is damaged and that some parts are broken off and missing. This condition was re-evaluated and determined to be reportable on february 15, 2018. Concomitant device reported: black impactor (part # 338.380, lot # unknown, quantity 1). This report is for one (1) dhs®/dcs® impactor. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part number: 338.280. Synthes lot number: 9677456. Release to warehouse date: 30.dec.2015. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device we have received the part for investigation, upon visual inspection of the complaint device it can be seen that on the proximal end of the device (tip) is worn and damage, this thus confirming the complaint description. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. No ncrs were marked in the DHR during production. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during operation an application error may have taken place, and/or that wear and tear from often use and/or that mechanical overload situation, as excessive force through hammer blows, led to this damage. We classify this as normal wear and tear and such instruments must be replaced from time to time. To prevent such problems, it is necessary worn or damaged instruments to replace and/or to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a dynamic hip screw (dhs) procedure performed on (B)(6), 2018, a surgeon hit with hammer while impacting implant. No adverse event to patient and no delay to procedure reported. No other information reported. During manufacturer preliminary analysis of the returned device, it was identified that the returned dhs impactor is damaged and that some parts are broken off and missing. This condition was re-evaluated and determined to be reportable on (B)(6), 2018. This report is for one (1) dhs®/dcs® impactor. This is report 1 of 2 for complaint (B)(4).